Manufacturer narrative:
Date sent to the FDA: 10/17/2013.additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:ej2158 mfg date - 08/01/2012, exp date - 08/31/2017,ga2418 mfg date - 01/01/2013, exp date - 01/31/2018.

Manufacturer narrative:
Date sent to the FDA: 11/27/2013. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. During the procedure, the suture broke in the knot area. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.